Manufacturer narrative:
Lot number - the lot number reported for this event is 01l110087. This lot number matches catalog number 5-10110. Catalog number 5-10314 is the number reported for this event. Clarification of correct catalog number and lot number was requested. It is unknown if the device sample is available for evaluation. A device history record (DHR) review could not be conducted since the lot number was not provided for the reported catalog number. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: there was a blockage of the air channel of the cuff of the endotracheal tube. While attempting to deflate pilot cuff, the balloon emptied, however, on removal of the et tube, the cuff was still full. No evidence of harm to the pt.